Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp) reported they were aware of the patient¿s symptoms but didn¿t think any of them were related to the manufacturer¿s device. According to the hcp the patient went on a hunting trip in (B)(6) 2016 and tripped and fell on a rock which caused all of the symptoms. The patient was last seen in the office in late (B)(6) and was asked to schedule x-rays and etc. The office had two appointments made for the patient to discuss and troubleshoot further but the patient cancelled them without any given reason. It was unknown what the patient¿s weight was at the time of the event, and the office hadn¿t heard anything from the patient lately as of (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported they were ¿in so much pain¿ at the time of follow-up. The patient reported they ¿had been very nauseous and had lost weight.¿ the patient noted he was previously on pain medications, his doctor took him off them, and that he may have been a bit addicted. The patient also noted they were bipolar and that he would ¿get a bit confused.¿ it was also noted the patient had been in two car accidents previously.

Manufacturer narrative:
Concomitant medical products: product ID: 97714, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported the patient had a broken vertebrae, constipation, excruciating pain, and feels like ¿on fire¿. The patient was in a lot of pain. It was noted the patient was in a psych hospital now. The outcome of the event was unknown.